Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was more than 400 mg/dl. The customer stated that the cannula was bent. Offered troubleshooting for hyperglycemia bur, customer declined. The customer¿s mother stated that the insulin pump was not present during the call. The devices will not be returned for analysis.